Manufacturer narrative:
The complainant indicated that the device had been disposed at the user facility, therefore, no direct product analysis will be available.

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, deflation difficulties occurred. The location of the lesion, percent of the stenosis, degree of calcification, and vessel tortuosity are unknown. Another manufacturer's 6fr sheath was placed. Following placement of another manufacturer's guide wire, the talon 5.0 mm x 40 mm balloon catheter was advanced to the lesion and inflated twice. The number of atms reached on the first inflation is unknown. On the second inflation, the balloon was inflated to 8 atms, however, the balloon was unable to deflate properly and it was noted under fluoroscopic visualization that contrast media remained in the balloon. The physician was able to successfully remove the balloon through the sheath without incident. The procedure was completed with another talon balloon of a different size. No patient injuries or complications were reported. The patient's status is reported as "good."